Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) felt "hot" to the patient. The clinical diagnosis was ins site felt hot to the patient. The outcome was resolved without sequelae. No actions were taken as interventions. The patient reported that the spinal cord stimulator (scs) site felt hot. The etiology was reported as related to the device or therapy and not related to the implant procedure. There was no mention of further issue at subsequent visits. The patient stated that it occurred for 3-4 months intermittently every 2-3 days. The patient reported that it occurred mostly when keys, phone, or metal were in the patient's pocket in proximity to spinal cord stimulator (scs). The doctor believed the problem was related to the device.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was that the implantable neurostimulator (ins) felt "hot" to the patient. There was no mention of further issues at subsequent visits. Relevant medical history included: non-malignant pain.